Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. Additional part used: glidescope avl video baton 3-4; catalog: 0570-0313; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, when the monitor was turned on there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.